Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. Technical support (cts) instructed the caller through a series of steps to resolve the issue, including disconnecting the tubing, tightening connections, and delivering boluses as needed. The occlusion alarm recurred several times, but a successful bolus was eventually delivered after loading a new cartridge. The customer was advised to replace supplies as necessary and resume insulin, with a follow-up requested for additional assistance.